Manufacturer narrative:
Inspection of the download data confirmed that an 0x3d alarm was generated by the pod during operation, indicating the step sensor was asserted before the wire was driven. Inspection of the device found fluid and fluid residue on the pcb assembly. During fluid path testing, fluid was observed to be leaking from a tear in the unexposed portion of the soft cannula. This resulted in the observed fluid on the pcb assembly. Fluid leaking from the tear in the unexposed portion of the soft cannula contributed to the 0x3d alarm and was confirmed to be the cause of the reported hazard alarm during operation. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.1. Cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware n5004l. Cloud - cgm sensor type unspecified. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose (bg) levels rose above 300 mg/dl and the patient delivered a bolus correction. The patient's bg levels rose above 400 mg/dl an hour later and delivered another bolus correction. Moments later the pod alarmed. The pod was worn on the patient's abdomen for between 1 and 4 hours.